Event description:
It was reported during the carotid cavernous fistula (ccf) case when the subject stent was advanced into the catheter, there was slight resistance at the hub. Once in the catheter shaft, the radiopaque marker (ro marker) was not visible and the physician determined the subject stent was partially torn off. The subject stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the subject stent was returned and was found to be located in the stent introducer sheath. The subject stent was advanced through the stent introducer sheath and deployed on the bench. The subject stent was found to be deformed, broken/fractured, missing the distal end and marker bands. The subject stent delivery wire (sdw) and introducer sheath distal tip was found to be intact. Functional test for event stent difficult/unable to transfer revealed no friction when subject stent was advanced through the stent introducer sheath and the event stent broken/fractured during use was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event stent broken/fractured during use was confirmed during analysis. The reported stent difficult/unable to transfer and the radiopaque (ro) marker(s) detached/separated/not visible under fluoroscopy could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Addition information received was the device was prepared as per the directions for use, there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. Patient's anatomy was noted to be average tortuous. The subject device was returned for analysis. The subject stent was found to be located in the stent introducer sheath. The subject stent was advanced through the stent introducer sheath and deployed on the bench. The sdw was found to be intact. The subject stent introducer sheath distal tip was found to be intact. The subject stent was found to be deformed, broken/fractured missing the distal end and marker bands. It is possible that the introducer sheath was initially set up correctly as reported in the follow-up good-faith efforts (gfe) replies, but subsequently moved either proximally or distally prior to subject stent advancement out of the sheath. The reported resistance encountered when the subject stent had entered the microcatheter suggests that the sheath moved out of position. If it moved distally this could have resulted in crush damage to the sheath tip opening and the subject stent may become damaged when transferring through the sheath tip. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the subject stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the subject stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the subject stent through the microcatheter. What is unclear is how the subject stent sustained the level of damage which resulted in breaking the subject stent, with distal ends of the subject stent fracturing off. The as reported codes stent difficult/unable to transfer, stent broken/fractured during use and (ro) marker(s) detached/separated/not visible under fluoroscopy as well as the as analyzed codes stent broken/fractured during use and stent deformed will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported during the carotid cavernous fistula (ccf) case when the subject stent was advanced into the catheter, there was slight resistance at the hub. Once in the catheter shaft, the radiopaque marker (ro marker) was not visible and the physician determined the subject stent was partially torn off. The subject stent was replaced and the procedure was completed successfully with no clinical consequences to the patient.